Event description:
The customer reported generation of consistently low sodium (na) patient results on their dxc 800 pro clinical chemistry analyzer (pn a10407, sn (B)(6)). Multiple erroneous results were reported outside the customer¿s laboratory. The emergency room (ER) physicians questioned low na patient results which lead to concerns about the accuracy of the instrument and subsequent changes in patient treatment. The physician considered the instrument unreliable, therefore repeat testing was performed on another instrument. There was no report of an illness or death associated to the patients attributable to the output from the device in this event. No report of delay of patient testing. The customer did not provide patient demographics.

Manufacturer narrative:
The beckman coulter field service engineer (fse) provided phone support and asked the customer to change the sodium (na) electrode. The customer then changed the sodium electrode and recalibrated the ise. The calibration results were normal. The customer then ran 10 runs of precision of each level of quality control, and the results were all around the mean and were within 1 standard deviation (sd) of each other. The fse confirmed the issue was attributed to a failing na electrode. Replacing the na electrode resolved the issue. The customer was satisfied with the service provided. No further action required. The beckman coulter internal identifier is (B)(4).